Manufacturer narrative:
Correction b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r wave oversensing and undersensing of atrial fibrillation. The patient was brought into the clinic, and programming changes were made to the postventricular atrial blanking period (pvab) and sensing settings to address the far field r waves. Initially, in april, the pvab was set to partial and 150 milliseconds, with atrial sensing at 0.3 millivolts. Currently, the pvab remains at partial but is now set to 140 milliseconds, and atrial sensing is adjusted to 0.45 millivolts. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r wave oversensing and undersensing of atrial fibrillation. The patient was brought into the clinic, and programming changes were made to the postventricular atrial blanking period (pvab) and sensing settings to address the far field r waves. Initially, in april, the pvab was set to partial and 150 millisiemens, with atrial sensing at 0.3 millivolts. Currently, the pvab remains at partial but is now set to 140 millisiemens, and atrial sensing is adjusted to 0.45 millivolts. The ra lead remains in use. No patient complications have been reported as a result of this event.